Event description:
During trouble shooting of a check heater line which occurred on the homechoice (hc) during use the home patient (hp) stated that they had unhooked heater bag to see if there was flow then reconnected it. The baxter technical service representative (tsr) tried to explain that will compromise setup and the hp stated he didn't care. The tsr suggested new supplies, the hp stated fill was moving and he didn't want to start over. The hp ended call. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the alarm. The hp reported that he completed therapy that night with the compromised set up. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error. Complaint is confirmed but the assignable cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.